Event description:
The customer reported a popping noise could be heard from the system. Thereafter, the system shut down without command and displayed an x-ray disabled error code. No report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The generator driver board was replaced and calibrated. Also, a filament calibration was performed. The system was then found to be operating as intended.